Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen [800 mcg/ml] at a dose of 133.37 mcg/day at flex infusion mode via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that since the last pump replacement the patient had concerns/issues with recurring intervals of withdrawal and overdose that began four months post pump replacement. It was stated that the patient experienced ¿serious withdrawal¿ the day after the pump replacement on (B)(6) 2016 and that the doctor then increased the dose by 20%. It was noted that since the replacement the patient felt like he was going into withdrawal/twitching and then losing all mobility/overdose in three to four week intervals. It was indicated that four months post implant of the last pump was when the patient could not walk and the issue/cycles began. It was stated that the patient¿s legs would start working and he would feel okay for three to four weeks and then he would become extremely tired/falling asleep and the same day the patient¿s legs would stop working (it was noted this occurred again on (B)(6) 2017). The next day the patient would become extremely nauseous/sick and would then go to the doctor who would decrease the dose because of the inability to walk. When the doctor would decrease the pump dose within four to five days the patient would be walking again and then it would repeat the cycle all over again. It was indicated that this was the fourth time today ((B)(6) 2017) for decreasing the intrathecal baclofen (itb) dose, per the consumer. It was related that another example of the issue is that the patient the day before yesterday ((B)(6) 2017) the patient was in (B)(6) for two and a half hours and was fine but then the next day could not walk. It was stated that the patient was an addict for years and knew what it felt like to be in withdrawal and overdose, per the consumer. It was indicated that the doctor said it was not the pump that was the issue. It was noted that the patient was referred to a neurologist who wanted to discontinue the pump and switch to botox and that the patient had their first dose of botox already. It was indicated that the patient was going to see the doctor at 1:00 p.m. On the date of the report (B)(6) 2017. No interventions were mentioned. The reported symptoms were considered as a sudden change in therapy/symptoms. The patient¿s current status was the situation was being addressed by the doctor but the patient was not satisfied about it.